Manufacturer narrative:
During a troubleshooting with adc customer service it was identified that either blood or control solution entered the port. This case did not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. This is a final report.

Event description:
A customer's wife reported the test doesn't start after sample is applied and as a result of being unable to test, the customer experienced drowsiness, headache and felt "goofy" at 4:30 pm on (B)(6) 2011. The customer reportedly self-presented at a health care facility, where he got diagnosed with hyperglycemia with dka, placed in ICU and treated with unspecified antibiotics and insulin to counteract the event. It should be noted the customer reportedly obtained a reading of 240 mg/dl at 11:01 am on (B)(6) 2011, which was indicative of hyperglycemia. There was no report of death or permanent impairment associated with this medical event.